Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an ilet lock screen that would not clear after moving the unlock slider, with the device vibrating but remaining locked; a firmware update was performed during troubleshooting, after which the device unlocked normally. Symptoms included no reported blood glucose impact and no adverse clinical effects. Outcomes included normal device function following the firmware update and no alerts or alarms. Investigation included customer service troubleshooting and software update guidance. Investigation of this case revealed a software-related lock screen responsiveness issue resolved by updating firmware, with no hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was software behavior remediated by corrective firmware.